Event description:
After atrial fibrillation procedure, the health care provider removed the sheath from the patient and there was a fiber contained in the sheath. We pulled it off and the patient is stable and the procedure was completed successfully. There was no report of resistance during insertion of the needle into the sheath. It is thought that the stylet was not used. The needle was not reshaped. It is unknown what could have caused the fiber.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One 8.5f agilis steerable introducer sheath was received for evaluation. One strip of delaminated jacket liner was returned with the sheath measuring 33.0¿ long. The reported ¿fiber contained in the sheath¿ returned with the device was confirmed to be a portion of the sheath jacket lining. The sheath was dissected and a section of the jacket liner from the interior of the sheath was found delaminated, consistent with the reported issue. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the jacket liner delamination remains unknown. Communication from the field states the stylet was not used. Agilis¿ nxt steerable introducer instructions for use (IFU) states, ¿during insertion, always use the stylet to facilitate needle passage through the dilator/sheath assembly. Failure to use the stylet may inhibit advancement of the needle and may result in inadvertent needle puncture of the dilator/sheath assembly or skiving of material from the inner surface of the dilator."